Manufacturer narrative:
It was reported that it was found that bc1006 which had already been placed (date unknown) was migrated and excreted with the feces. It is hard to confirm the manufacturing history of the product because the serial number was not informed to us. Migration can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. However, it was not provided to us that the information such as device's photo and time of the inserted stent etc, and the stent was not possible to return, and it is hard to identify the exact root cause and conduct the investigation since it is hard to reconstruct the situation at the time of procedure. Based on the description, which was written that "the physician commented that bc1006 was migrated because the stenosis was mitigated thanks to the chemotherapy", it is hard to consider the malfunction due to the device's error. Also, it is hard to exact analysis since the information was not provided such as comment regarding the exact position or photos, but it is considered that the foreign substance was partially excreted on the stent after migrated. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent migration, sludge occlusion" the suspected device is not registered in the us and there will be continued to monitor the same or similar customer complaints.

Event description:
It was found that bc1006 which had already been placed (date unknown) was migrated and excreted with the feces. The physician commented that bc1006 was migrated because the stenosis was mitigated thanks to the chemotherapy. There were no patient complications as a result of this event.